Event description:
Ous MDR - after an implantation time of about 13 months, it was reported that this patient has expired. The cause of death was not available, and the device was not returned for analysis.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign or inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.